Event description:
Caller reported that a malfunction occurred on the pump following an x-ray session in which the pump was present in the room but not being worn by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the malfunction as it did not recur. The customer was informed to continue using the pump and to contact support again if any issues reoccurred, declining additional assistance with cartridge loading.